Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as no items were returned, hospital kept it. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as no items were returned, hospital kept it. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. The root cause of squeaking is associated with repetitive edge loading of the femoral bearing against the edge of the ceramic insert. Edge loading, the mechanism by which a wear scar (stripe wear) is generated on the ceramic bearing surfaces, is primarily associated with impingement, joint laxity, and implant orientation. Section 2.2.1 indicates stem neck impingement with ti sleeve of ceramic liner can lead to decreased rom leading to impingement / ¿clicking¿ noise / instability / dislocation / subluxation / notching femoral neck leading to neck fracture when severe. This potential failure mode is associated with a serious/severe severity. The severity associated with this event does not exceed the expected severity level.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Manufacturer narrative:
It was noted that the device was not available for evaluation because the hospital retained the device. The sales rep confirmed that no additional information would be provided. A supplemental report will be submitted upon completion of the investigation.